Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device breakage ('break apart') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation ("migrate in my body"), device breakage (seriousness criterion medically significant), pelvic pain ("pain"), autoimmune thyroiditis ("hashimotos"), abdominal pain lower ("cramping"), menstruation irregular ("very irregular and heavy periods"), abdominal distension ("bloating"), arthralgia ("hip pain"), alopecia ("hair loss"), depression ("depression"), fatigue ("always tired") and anxiety ("anxiety"). At the time of the report, the perforation, device dislocation, device breakage, pelvic pain, autoimmune thyroiditis, abdominal pain lower, menstruation irregular, abdominal distension, arthralgia, alopecia, depression, fatigue and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, autoimmune thyroiditis, depression, device breakage, device dislocation, fatigue, menstruation irregular, pelvic pain and perforation to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain, autoimmune thyroiditis, abdominal pain lower, very irregular and heavy periods, abdominal distension, arthralgia, alopecia, depression, fatigue, anxiety, perforation nos, device breakage, device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migrate in my body') and device breakage ('break apart') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), pelvic pain ("pain"), autoimmune thyroiditis ("hashimotos"), abdominal pain lower ("cramping"), menometrorrhagia ("very irregular and heavy periods/this will make your periods worse"), abdominal distension ("bloating"), arthralgia ("hip pain"), alopecia ("hair loss"), depression ("depression"), fatigue ("always tired"), anxiety ("anxiety") and spinal osteoarthritis ("degenerative changes in back"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device breakage, pelvic pain, autoimmune thyroiditis, abdominal pain lower, menometrorrhagia, abdominal distension, arthralgia, alopecia, depression, fatigue and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, autoimmune thyroiditis, depression, device breakage, fatigue, menometrorrhagia, pelvic pain, spinal osteoarthritis and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain, autoimmune thyroiditis, abdominal pain lower, very irregular and heavy periods, abdominal distension, arthralgia, alopecia, depression, fatigue, anxiety, perforation nos, device breakage, device migration, spinal osteoarthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event degenerative disease of back added on 23-mar-2020: social media reporter added. On 23-mar-2020: social media received: reporter added. Added non-drug treatment and updated reported event term for menometrorrhagia. On 23-mar-2020: social media reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device breakage ('break apart') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation ("migrate in my body"), device breakage (seriousness criterion medically significant), pelvic pain ("pain"), autoimmune thyroiditis ("hashimotos"), abdominal pain lower ("cramping"), menometrorrhagia ("very irregular and heavy periods"), abdominal distension ("bloating"), arthralgia ("hip pain"), alopecia ("hair loss"), depression ("depression"), fatigue ("always tired") and anxiety ("anxiety"). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, device breakage, pelvic pain, autoimmune thyroiditis, abdominal pain lower, menometrorrhagia, abdominal distension, arthralgia, alopecia, depression, fatigue and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, autoimmune thyroiditis, depression, device breakage, device dislocation, fatigue, menometrorrhagia, pelvic pain and perforation to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain, autoimmune thyroiditis, abdominal pain lower, very irregular and heavy periods, abdominal distension, arthralgia, alopecia, depression, fatigue, anxiety, perforation nos, device breakage, device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.